Manufacturer narrative:
This report is submitted january 18, 2019.

Event description:
Per the surgeon, the patient experienced inflammation and subsequently the device was explanted on (B)(6) 2018. The electrode array remains in situ.